Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that their dentist provided a letter of recommendation indicating that they require extractions that have cracked and shifted due to the aligners. After that they will have to get their gums repaired. The patient said that their gums are swollen constantly and seem to be receding. None of their teeth have shifted. They're in the same space. The patient also said that they are not wearing the retainers any longer and that their dentist is going to have to address their pain and receding gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.